Manufacturer narrative:
(B)(4). Date sent: 07/09/2020; d4: batch # u5at0d. Device analysis: the analysis found that one psee45a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An gst45b cartridge reload was received partially fired 1/10 and loaded in the device. The bailout system was reset and then, the returned device and cartridge reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # u5at0d. Date of event is unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an appendectomy, a psee45a was loaded and closed. The device was put down the trocar and they could not get the device to reopen. The device was not locked on tissue and was removed via the trocar. Another device was used to complete the case. The case was delayed by five minutes but completed successfully with no patient consequences.